Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was at home and reported that he received a "low battery" alarm. The patient changed the batteries and upon doing so stated that "everything shut off." The patient successfully changed his system controller and the pump began to operate normally again. The vad coordinator admitted the patient to the hospital and attempted to retrieve log files from the suspect system controller. When she connected the system controller to the hospital power module and patient cable, the system controller would not power up, and would not allow for the downloading of log files. The vad coordinator had x-rays taken and noted an area of concern on the external portion of th driveline. The event was unable to be reproduced with manipulation of the external driveline. The patient has not had nay additional alarm conditions since the system controller was exchanged. The vad coordinator also stated that this patient is extremely active with his equipment. The patient received a percutaneous lead repair on (B)(6) 2014.